Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the rotawire ic. The rotablator used in the procedure was returned with the rotawire within the rotablator device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the bent handshake connection of the returned rotablator device. Product analysis confirmed the reported event. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Corrected information based on additional information received. Corrected b3 date of event from 11/12/2022 to 11/17/2022.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.